Event description:
While the physician was removing the ventricular catheter, it was discovered that the tip of the air catheter had broken apart into 3 pieces. The dr was unable to remove the broken piece from inside the pt. The broken fragment was approx 3-4 cm in length.